Manufacturer narrative:
Zyno medical has tested an IV set from the same lot on 05/09/2017 and is unable to confirm the user-reported complaint. The back check valve works as intended.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00017).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the failed IV sets. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on (B)(6) 2017.

Event description:
The user reported an issue with the IV set. When a secondary line was set up, it would infuse back into the lower priming bag. The drug used was zantac the IV tubing had to be clamped to stop fluid running. No patient was harmed.